Event description:
Fluid was removed from both knees [joint effusion]; pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable [knee pain] ; severe discomfort [discomfort in joints] ; joint grinding [joint crepitation] ; unable to walk afterward [walking difficulty] ; serious swelling [knee swelling] ; unable to bend knee or walk [joint stiffness] ; fever [fever] ; white blood cell count was off the charts [white blood cell count abnormal] ; some reactions/serious adverse events in both knees/whole body reaction [unevaluable event]. Case narrative: this unsolicited case from united states was received on (B)(6) 2018 from the patient. This case involves a (B)(6) male patient who received treatment with synvisc one and later after unknown latency patient experienced fluid was removed from both knees, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable, severe discomfort, some reactions/serious adverse events in both knees/whole body reaction, serious swelling, fever, unable to walk afterward, white blood cell count was off the charts, unable to bend knee or walk and joint grinding no relevant concomitant medication, past drug or concurrent condition was reported. Medical history was significant for pain. The patient had received previous synvisc one injections in both knees approximately six months before without any problems. They seemed to work well. On unknown dates in (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection (batch/lot number, expiry date, indication: not provided). The patient experienced serious adverse events in both knees and eventually had knee replacement surgery in one knee. His doctor told him that the synvisc one that was used was from the recalled lot. The patient would verify his injection date and the lot number of his synvisc one from his medical records. The most recent procedure was routine and he went home after the procedure, but that afternoon he experienced serious swelling and discomfort. He was unable to bend his knees or walk. His pain level was a normal thing before the injections and it was 10 out of 10 after the injections. It was the worst pain imaginable. The patient stated that he had a whole body reaction to the synvisc one injections. He did experience a fever. He went to the emergency room the day after receiving the injections and was given morphine and other strong pain pills. On the first following monday, he went to orthopedic surgeon, and a total of 105ml of fluid was removed from both knees. The patient was able to bear weight before the injections and then was unable to walk afterward until after the fluid was removed. His joints were still sore and they were grinding. Sometime after fluid removal, he had cortisone injections in both knees. They seemed to help. The fluid that was removed from his knees was analyzed, but the results of the analysis were unknown. The physician who did the injections, told the patient that his white blood cell count was off the charts and prescribed an unknown strong antibiotic. The patient was hospitalized for knee replacement surgery on his left knee on (B)(6) 2018. His right knee was ok now. The patient was 5'11" tall and weighs (B)(6). He was athletic and in excellent health, with no chronic diseases or prosthetic devices besides the knee replacement he received after the injections. He had no allergy to avian proteins, feathers or eggs and had not received immunosuppressants until he had cortisone injections after fluid was removed from his knees. The patient had pictures of the 3 to 4 times normal swelling he experienced and of the fluid that was removed to share, if desired. Reimbursement of medical expenses incurred as a result of his use of synvisc one was requested. Action taken: no action taken corrective treatment: morphine and other strong pain pills, and cortisone injections for pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable; 105 ml of fluid was removed from both knees, cortisone injections for fluid was removed from both knees; strong antibiotic for white blood cell count was off the charts; fluid was removed for unable to walk afterward; not reported for rest all events outcome: unknown for all events seriousness criteria: required intervention for fluid was removed from both knees, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable, a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 10-may-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.

Event description:
Fluid was removed from both knees [joint effusion] pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable [knee pain] severe discomfort [discomfort in joints] joint grinding [joint crepitation] unable to walk afterward [walking difficulty] serious swelling [knee swelling] unable to bend knee or walk [joint stiffness] fever [fever] white blood cell count was off the charts [white blood cell count abnormal] some reactions/serious adverse events in both knees/whole body reaction [unevaluable event] case narrative: this unsolicited case from united states was received on (B)(6) 2018 from the patient this case involves a 63 year old male patient who received treatment with synvisc one and later after unknown latency patient experienced fluid was removed from both knees, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable, severe discomfort, some reactions/serious adverse events in both knees/whole body reaction, serious swelling, fever, unable to walk afterward, white blood cell count was off the charts, unable to bend knee or walk and joint grinding no relevant concomitant medication, past drug or concurrent condition was reported. Medical history was significant for pain. The patient had received previous synvisc one injections in both knees approximately six months before without any problems. They seemed to work well. On unknown dates in (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection (batch/lot number, expiry date, indication: not provided). The patient experienced serious adverse events in both knees and eventually had knee replacement surgery in one knee. His doctor told him that the synvisc one that was used was from the recalled lot. The patient would verify his injection date and the lot number of his synvisc one from his medical records. The most recent procedure was routine and he went home after the procedure, but that afternoon he experienced serious swelling and discomfort. He was unable to bend his knees or walk. His pain level was a normal thing before the injections and it was 10 out of 10 after the injections. It was the worst pain imaginable. The patient stated that he had a whole body reaction to the synvisc one injections. He did experience a fever. He went to the emergency room the day after receiving the injections and was given morphine and other strong pain pills. On the first following monday, he went to orthopedic surgeon, and a total of 105ml of fluid was removed from both knees. The patient was able to bear weight before the injections and then was unable to walk afterward until after the fluid was removed. His joints were still sore and they were grinding. Sometime after fluid removal, he had cortisone injections in both knees. They seemed to help. The fluid that was removed from his knees was analyzed, but the results of the analysis were unknown. The physician who did the injections, told the patient that his white blood cell count was off the charts and prescribed an unknown strong antibiotic. The patient was hospitalized for knee replacement surgery on his left knee on (B)(6) 2018. His right knee was ok now. The patient was 5'11" tall and weighs 185 pounds. He was athletic and in excellent health, with no chronic diseases or prosthetic devices besides the knee replacement he received after the injections. He had no allergy to avian proteins, feathers or eggs and had not received immunosuppressants until he had cortisone injections after fluid was removed from his knees. The patient had pictures of the 3 to 4 times normal swelling he experienced and of the fluid that was removed to share, if desired. Reimbursement of medical expenses incurred as a result of his use of synvisc one was requested. Action taken: no action taken corrective treatment: morphine and other strong pain pills, and cortisone injections for pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable; 105 ml of fluid was removed from both knees, cortisone injections for fluid was removed from both knees; strong antibiotic for white blood cell count was off the charts; fluid was removed for unable to walk afterward; not reported for rest all events outcome: unknown for all events seriousness criteria: required intervention for fluid was removed from both knees, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable, a pharmaceutical technical complaint was initiated with global ptc number: 53799 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacologia and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.

Event description:
Device malfunction [device malfunction] pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable/ pain [knee pain] fluid was removed from both knees/52 cc of purulent fluid from left knee as well as right knee [knee effusion] ([joint infection]) severe discomfort [discomfort in joints] joint grinding [joint crepitation] unable to walk afterward [walking difficulty] serious swelling [knee swelling] unable to bend knee or walk/ severe stiffness [joint stiffness] fever [fever] white blood cell count was off the charts [white blood cell count abnormal] some reactions/serious adverse events in both knees/whole body reaction [unevaluable event]. Case narrative: based on information received on (B)(6)2018, the case become medically confirmed. This unsolicited case from united states was received on (B)(6)2018 from the patient this case involves a 63 year old male patient who received treatment with synvisc one and later after unknown latency patient experienced fluid was removed from both knees/52 cc of purulent fluid from left knee as well as right knee/ infection in his knee joints (latency unknown), pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable(latency- 0 day), severe discomfort, some reactions/serious adverse events in both knees/whole body reaction, serious swelling (latency- 0 day), fever, unable to walk afterward, white blood cell count was off the charts, unable to bend knee or walk (latency- 0 day), joint grinding and device malfunction. No relevant past drug was reported. Concurrent conditions include stress and arthralgia. Medical history was significant for pain. Concomitant medications included meloxicam for arthritis; escitalopram for stress; gabapentin for stress; trazodone for stress; and hydrocodone tartrate, pseudoephedrine hydrochloride (hydrocodone tartrate/pseudoephedrine hydrochloride) for arthralgia. On (B)(6)2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once in both knee joints (batch number: 7rsl021, expiration date: may-2018) for bilateral primary osteoarthritis of knee. The patient experienced serious adverse events in both knees and eventually had knee replacement surgery in one knee. His doctor told him that the synvisc one that was used was from the recalled lot. The patient would verify his injection date and the lot number of his synvisc one from his medical records. The most recent procedure was routine and he went home after the procedure, but that afternoon he experienced serious swelling and discomfort. He was unable to bend his knees or walk. His pain level was a normal thing before the injections and it was 10 out of 10 after the injections. It was the worst pain imaginable. The patient stated that he had a whole-body reaction to the synvisc one injections. He did experience a fever. He went to the emergency room the day after receiving the injections and was given morphine and other strong pain pills. On the first following monday ((B)(6)2017), he went to orthopedic surgeon, and a total of 105ml of purulent fluid was removed from both knees. The patient was able to bear weight before the injections and then was unable to walk afterward until after the fluid was removed. His joints were still sore and they were grinding. Sometime after fluid removal, he had cortisone injections in both knees. They seemed to help. The fluid that was removed from his knees was analyzed, but the results of the analysis were unknown. Patient underwent joint arthrocetesis and the fluid was sent off to culture and the patient was diagnosed with infection in his knee joints and was prescribed keflex to alleviate the infection.the physician who did the injections, told the patient that his white blood cell count was off the charts and prescribed an unknown strong antibiotic. The patient was hospitalized for knee replacement surgery on his left knee on (B)(6)2018. His right knee was ok now. The patient was 5'11" tall and weighs 185 pounds. He was athletic and in excellent health, with no chronic diseases or prosthetic devices besides the knee replacement he received after the injections. He had no allergy to avian proteins, feathers or eggs and had not received immunosuppressants until he had cortisone injections after fluid was removed from his knees. The patient had pictures of the 3 to 4 times normal swelling he experienced and of the fluid that was removed to share, if desired. Reimbursement of medical expenses incurred as a result of his use of synvisc one was requested. It was also reported that the on the same day, patient experienced pain, severe stiffness, swelling less than 6 hours after the injection. It was also reported that injection given to patient was from lot number: 7rsl021 relevant laboratory test results included: culture of bilateral knee aspirate conducted on (B)(6)2017 and in 2018 that showed knee infection joint aspiration/ joint arthrocentesis nuclear magnetic resonance imaging abnormal conducted on (B)(6)2018. Left knee results showed tricompartmental oa with full thickness chondral loss, small joint effusion, negative for septic joint whereas right knee results showed rod severe tricompartmental oa, full thickness chondral loss, meniscatter, tricompartmental osteophites with reactive bone edema on both sides of joint space, small joint effusion and low-grade degenerative synovitis. No MRI evidence of infection. Action taken: no action taken corrective treatment: cefalexin monohydrate (keflex), oxycodone hydrochloride, paracetamol (percocet) for pain and morphine and other strong pain pills, and cortisone injections for pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable; 105 ml of fluid was removed from both knees, cortisone injections for fluid was removed from both knees; strong antibiotic for white blood cell count was off the charts; fluid was removed for unable to walk afterward; keflex for infection in his knee joints; hydrocodone/apap 10/325mg for arthralgia; not reported for rest all events outcome: not recovered/resolved for severe stiffness, pain, aspirated 52 cc of purulent fluid from patient's left knee/ 52 cc fluid was aspirated from patient's right knee, device malfunction and swelling less than 6 hrs after the injection; unknown for rest of the events. Seriousness criteria: required intervention and medically significant for fluid was removed from both knees/52 cc of purulent fluid from left knee as well as right knee, required intervention for device malfunction, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable, left knee replacement had to be done, joint grinding, serious swelling, unable to bend knee or walk/ severe stiffness. A product technical complaint (ptc) was initiated on (B)(6)2018 for synvisc one. Batch number: 7rsl021, exp. Date: may-2020; global ptc number: 53799. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 10-may-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information received on 14-jun-2018 from healthcare professional. Concomitant medications and corrective treatments were added. Event of device malfunction was added. Additional symptom of joint infection added. Ptc results were added. Clinical course updated and text amended accordingly. Additional information was received on 15-aug-2018 healthcare professional. Treatment drug added for arthralgia, verbatim updated for 52 cc of purulent fluid from left knee as well as right knee to 52 cc of purulent fluid from left knee as well as right knee/ infection in his knee joints. Lab test added. Clinical course updated and text amended accordingly.

Event description:
Fluid was removed from both knees [joint effusion] pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable [knee pain] severe discomfort [discomfort in joints] joint grinding [joint crepitation] unable to walk afterward [walking difficulty] serious swelling [knee swelling] unable to bend knee or walk [joint stiffness] fever [fever] white blood cell count was off the charts [white blood cell count abnormal] some reactions/serious adverse events in both knees/whole body reaction [unevaluable event]. Case narrative: this unsolicited case from united states was received on (B)(6)2018 from the patient. This case involves a 63 year old male patient who received treatment with synvisc one and later after unknown latency patient experienced fluid was removed from both knees, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable, severe discomfort, some reactions/serious adverse events in both knees/whole body reaction, serious swelling, fever, unable to walk afterward, white blood cell count was off the charts, unable to bend knee or walk and joint grinding. No relevant concomitant medication, past drug or concurrent condition was reported. Medical history was significant for pain. The patient had received previous synvisc one injections in both knees approximately six months before without any problems. They seemed to work well. On unknown dates in (B)(6)2018, the patient received treatment with intra-articular synvisc one injection (batch/lot number, expiry date, indication: not provided). The patient experienced serious adverse events in both knees and eventually had knee replacement surgery in one knee. His doctor told him that the synvisc one that was used was from the recalled lot. The patient would verify his injection date and the lot number of his synvisc one from his medical records. The most recent procedure was routine and he went home after the procedure, but that afternoon he experienced serious swelling and discomfort. He was unable to bend his knees or walk. His pain level was a normal thing before the injections and it was 10 out of 10 after the injections. It was the worst pain imaginable. The patient stated that he had a whole body reaction to the synvisc one injections. He did experience a fever. He went to the emergency room the day after receiving the injections and was given morphine and other strong pain pills. On the first following monday, he went to orthopedic surgeon, and a total of 105ml of fluid was removed from both knees. The patient was able to bear weight before the injections and then was unable to walk afterward until after the fluid was removed. His joints were still sore and they were grinding. Sometime after fluid removal, he had cortisone injections in both knees. They seemed to help. The fluid that was removed from his knees was analyzed, but the results of the analysis were unknown. The physician who did the injections, told the patient that his white blood cell count was off the charts and prescribed an unknown strong antibiotic. The patient was hospitalized for knee replacement surgery on his left knee on (B)(6)2018. His right knee was ok now. The patient was 5'11" tall and weighs 185 pounds. He was athletic and in excellent health, with no chronic diseases or prosthetic devices besides the knee replacement he received after the injections. He had no allergy to avian proteins, feathers or eggs and had not received immunosuppressants until he had cortisone injections after fluid was removed from his knees. The patient had pictures of the 3 to 4 times normal swelling he experienced and of the fluid that was removed to share, if desired. Reimbursement of medical expenses incurred as a result of his use of synvisc one was requested. Action taken: no action taken. Corrective treatment: morphine and other strong pain pills, and cortisone injections for pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable; 105 ml of fluid was removed from both knees, cortisone injections for fluid was removed from both knees; strong antibiotic for white blood cell count was off the charts; fluid was removed for unable to walk afterward; not reported for rest all events. Outcome: unknown for all events. Seriousness criteria: required intervention for fluid was removed from both knees, pain level was a normal thing before the injections and it was 10 out of 10 after the injections worst pain imaginable. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 10-may-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.

Event description:
Device malfunction [device malfunction]. Infection in his knee joints [arthritis infective]. Inflammatory reaction [injection site joint inflammation] ([knee pain], [joint crepitation], [walking difficulty], [knee swelling], [joint stiffness], [knee effusion], [condition aggravated]. Fever [fever]. White blood cell count was off the charts [white blood cell count abnormal]. Severe discomfort [discomfort in joints]. Diarrhea [diarrhea]. Nonproductive cough [cough nonproductive]. Productive cough [productive cough]. Shortness of breath or difficulty breathing [shortness of breath]. Rom limited [joint range of motion decreased]. Yellow cloudy fluid extracted from both knees [synovial fluid analysis abnormal]. Approximately 25000 white blood cells in gram stain of fluid [synovial fluid white blood cells positive]. Swelling of ankles or legs [swelling of legs]. Some reactions/serious adverse events in both knees/whole body reaction [unevaluable event]. Possible allergic reaction [injection site allergic reaction]. Swelling of ankles or legs [ankle swelling]. Case description: based on information received on (B)(6)2018, the case become medically confirmed. This unsolicited serious legal case from united states was received on (B)(6)2018 from the patient. This case involves a 63 year old male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and had inflammatory reaction, possible allergic reaction (latency: 0 day), yellow cloudy fluid extracted from both knees, approximately 25000 white blood cells in gram stain of fluid (latency: 3 days) infection in his knee joints, fever, white blood cell count was off the charts, some reactions/serious adverse events in both knees/whole body reaction, severe discomfort, diarrhea, nonproductive cough, productive cough, shortness of breath or difficulty breathing, rom limited, swelling of legs and ankles (latency: unknown). A device malfunction was noted in the reported batch number. No relevant past drug was reported. Medical history was significant for pain and included coronary artery disease, hypertension, depression, alcoholism, ptsd (post-traumatic stress disorder), bilateral knee surgeries, thyroid dysfunction, arthroscopy of left hip, two heel surgeries, arthroscopy of right knee and was a former smoker. Concurrent conditions include stress, arthralgia, unilateral primary osteoarthritis, left/right knee, pain in left/right knee, asthma, copd (chronic obstructive pulmonary disease), diabetes mellitus. Family history included arthritis (father). Concomitant medications included alprazolam, celecoxib, meloxicam for arthritis; escitalopram for stress; gabapentin for stress; trazodone for stress; and hydrocodone tartrate, pseudoephedrine hydrochloride (hydrocodone tartrate/pseudoephedrine hydrochloride) for arthralgia, tramadol hydrochloride (ultram) for pain, escitalopram oxalate (lexapro), trazodone hydrochloride (desyrel). It was reported that patient had hylan g-f 20, sodium hyaluronate (synvisc) injections before every 6 months (x3 episodes) and never had problem. On (B)(6)2017, at 10:00 am, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml, once in both knee joints (batch number: 7rsl021, expiration date: may-2018) for bilateral primary osteoarthritis of knee. On the same day, within hours of injection patient had swelling and significant increased pain in knees and by 5.00 pm was unable to walk and knee do not bend (latency: 0 day). Patient had flare up of knee pain due to inflammatory reaction (latency: 0 day) to hylan g-f 20, sodium hyaluronate injection. On (B)(6)2017, patient went to ER where he was given morphine injection for pain in knees. Patient was released after giving pain medication. He had effusions to both knees. There was no redness to the knees but had mildly tender palpation. He had tenderness when physician tried to flex him at the knees. No tenderness was noted to the hips, thighs, legs, ankles, feet. Physician suspected that he developed a reactive effusion from the synvisc injections. On (B)(6)2017, patient stayed in bed and could not walk. The patient experienced serious adverse events in both knees and eventually had knee replacement surgery in one knee. His doctor told him that the synvisc one that was used was from the recalled lot. The patient would verify his injection date and the lot number of his synvisc one from his medical records. The most recent procedure was routine and he went home after the procedure, but that afternoon he experienced serious swelling and discomfort. He was unable to bend his knees or walk. His pain level was a normal thing before the injections and it was 10 out of 10 after the injections. It was the worst pain imaginable. The patient stated that he had a whole-body reaction to the synvisc one injections. He did experience a fever. He went to the emergency room the day after receiving the injections and was given morphine and other strong pain pills. On the first following monday ((B)(6)2017), he went to orthopedic surgeon, and a total of 105ml of purulent yellow cloudy fluid was removed from both knees and white blood cell count was 28695 cell/ul in right knee and 24775 cells/ul in left knee (high for both knees; reference range: <200 cells/ul) (latency: 3 day). Patient had sharp and stabbing pain in knees and rated it 12 out of 10. Lab results noted no bacteria on gram stain in approximately 25000 white blood cells. No crystals were seen. Final cultures were pending. Review of systems showed fever, swelling of ankles or legs, non-productive and productive cough, shortness of breath or difficulty breathing, diarrhea, joint pain and stiffness, antalgic gait moderate to severe, tenderness was present in both knees: medial parapatella - moderate-severe; present lateral parapatella - moderate severe; present lateral joint line - moderate-severe; present medial joint line - moderate-severe and effusion in knee joint - moderate-severe and limited range of motion in both knees (latency: unknown). The patient was able to bear weight before the injections and then was unable to walk afterward until after the fluid was removed. His joints were still sore and they were grinding. Sometime after fluid removal, he had cortisone injections in both knees. They seemed to help. On visit of (B)(6)2017, patient received steroid shots and patient had constant dull agonizing pain rated as 7 out of 10. Since his last visit, he stated the aspiration helped and he had a decrease in swelling. He denies current fevers/chills. He is taking norco for pain as needed. On (B)(6)2017, patient reported that knees slightly improved and pain was around 4 out of 10 and was taking norco. Patient also reported lot of cracking and popping associated with pain and had aspiration of both knees and received dexamethasone sodium phosphate for pain. Patient had possible allergic reaction to synvisc one. On an unknown date in 2018, the fluid that was removed from his knees was analyzed, but the results of the analysis were unknown. Patient underwent joint arthrocentesis and the fluid was sent off to culture and the patient was diagnosed with infection in his knee joints and was prescribed keflex to alleviate the infection. The physician who did the injections, told the patient that his white blood cell count was off the charts and prescribed an unknown strong antibiotic. The patient was hospitalized for knee replacement surgery on his left knee on (B)(6)2018. His right knee was ok now. He was athletic and in excellent health, with no chronic diseases or prosthetic devices besides the knee replacement he received after the injections. He had no allergy to avian proteins, feathers or eggs and had not received immunosuppressants until he had cortisone injections after fluid was removed from his knees. The patient had pictures of the 3 to 4 times normal swelling he experienced and of the fluid that was removed to share, if desired. Reimbursement of medical expenses incurred as a result of his use of synvisc one was requested. It was also reported that the on the same day, patient experienced pain, severe stiffness, swelling less than 6 hours after the injection. It was also reported that injection given to patient was from lot number: 7rsl021. Relevant laboratory test results included: culture of bilateral knee aspirate conducted on (B)(6)2017 and in 2018 that showed knee infection. Joint aspiration/ joint arthrocentesis. Nuclear magnetic resonance imaging abnormal conducted on (B)(6)2018. Left knee results showed tricompartmental oa with full thickness chondral loss, small joint effusion, negative for septic joint whereas right knee results showed rod severe tricompartmental oa, full thickness chondral loss, meniscatter, tricompartmental osteophites with reactive bone edema on both sides of joint space, small joint effusion and low-grade degenerative synovitis. No MRI evidence of infection. Corrective treatment: cefalexin monohydrate (keflex), oxycodone hydrochloride, paracetamol (percocet) left knee replacement, morphine and other strong pain pills, cortisone injections, hydrocodone-acetaminophen, steroid shots, aspiration, dexamethasone sodium phosphate for inflammatory reaction; 105 ml of fluid was removed from both knees, cortisone injections for infection in his knee joints; left knee replacement for joint grinding/lot of cracking and popping associated with pain, strong antibiotic for white blood cell count was off the charts; not reported for rest all events. Outcome: recovering for inflammatory reaction; not recovered for infection in his knee joints, unknown for rest of the events. Seriousness criteria: intervention required for device malfunction, inflammatory reaction, medically significant and intervention required for infection in his knee joints. A product technical complaint (ptc) was initiated on (B)(6)2018 for synvisc one. Batch number: 7rsl021, exp. Date: may-2020; global ptc number: (B)(4). The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 10-may-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information received on 14-jun-2018 from healthcare professional. Concomitant medications and corrective treatments were added. Event of device malfunction was added. Additional symptom of joint infection added. Ptc results were added. Clinical course updated and text amended accordingly. Additional information was received on 15-aug-2018 healthcare professional. Treatment drug added for arthralgia, verbatim updated for 52 cc of purulent fluid from left knee as well as right knee to 52 cc of purulent fluid from left knee as well as right knee/ infection in his knee joints. Lab test added. Clinical course updated and text amended accordingly. Additional information was received on 16-jan-2019 from lawyer and case was classified as legal case. Medical history and concomitant medications were added. Events of shortness of breath or difficulty breathing, productive cough, nonproductive cough, diarrhea, approximately 25000 white blood cells in gram stain of fluid, yellow cloudy fluid extracted from both knees were added with details. Verbatim of event unable to walk afterward was updated to unable to walk afterward/unable to walk/antalgic gait and start date and latency was updated for the same. Clinical course updated. Text amended accordingly. Follow up information received on 28-feb-2019 from lawyer. No new information. Follow up information received on 05-mar-2019 from lawyer. No new information.

Event description:
Device malfunction [device malfunction] infection in his knee joints [arthritis infective] inflammatory reaction [injection site joint inflammation] ([knee pain], [knee swelling], [knee effusion], [condition aggravated], [joint stiffness], [walking difficulty], [joint crepitation]) fever [fever] white blood cell count was off the charts [white blood cell count abnormal] some reactions/serious adverse events in both knees/whole body reaction [unevaluable event] severe discomfort [discomfort in joints] possible allergic reaction [injection site allergic reaction] diarrhea [diarrhea] nonproductive cough [cough nonproductive] productive cough [productive cough] shortness of breath or difficulty breathing [shortness of breath] rom limited [joint range of motion decreased] yellow cloudy fluid extracted from both knees [synovial fluid analysis abnormal] approximately 25000 white blood cells in gram stain of fluid [synovial fluid white blood cells positive] swelling of ankles or legs [ankle swelling] swelling of ankles or legs [swelling of legs]. Case narrative: based on information received on 14-jun-2018, the case become medically confirmed. This unsolicited serious legal case from united states was received on 07-may-2018 from the patient this case involves a 63 year old male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and had inflammatory reaction, possible allergic reaction (latency: 0 day), yellow cloudy fluid extracted from both knees, approximately 25000 white blood cells in gram stain of fluid (latency: 3 days) infection in his knee joints, fever, white blood cell count was off the charts, some reactions/serious adverse events in both knees/whole body reaction, severe discomfort, diarrhea, nonproductive cough, productive cough, shortness of breath or difficulty breathing, rom limited, swelling of legs and ankles (latency: unknown). A device malfunction was noted in the reported batch number. No relevant past drug was reported. Medical history was significant for pain and included coronary artery disease, hypertension, depression, alcoholism, ptsd (post-traumatic stress disorder), bilateral knee surgeries, thyroid dysfunction, arthroscopy of left hip, two heel surgeries, arthroscopy of right knee and was a former smoker. Concurrent conditions include stress, arthralgia, unilateral primary osteoarthritis, left/right knee, pain in left/right knee, asthma, copd (chronic obstructive pulmonary disease), diabetes mellitus. Family history included arthritis (father). Concomitant medications included alprazolam, celecoxib, meloxicam for arthritis; escitalopram for stress; gabapentin for stress; trazodone for stress; and hydrocodone tartrate, pseudoephedrine hydrochloride (hydrocodone tartrate/pseudoephedrine hydrochloride) for arthralgia, tramadol hydrochloride (ultram) for pain, escitalopram oxalate (lexapro), trazodone hydrochloride (desyrel). It was reported that patient had hylan g-f 20, sodium hyaluronate (synvisc) injections before every 6 months (x3 episodes) and never had problem. On (B)(6)2017, at 10:00 am, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml, once in both knee joints (batch number: 7rsl021, expiration date: may-2018) for bilateral primary osteoarthritis of knee. On the same day, within hours of injection patient had swelling and significant increased pain in knees and by 5.00 pm was unable to walk and knee do not bend (latency: 0 day). Patient had flare up of knee pain due to inflammatory reaction (latency: 0 day) to hylan g-f 20, sodium hyaluronate injection. On (B)(6)2017, patient went to ER where he was given morphine injection for pain in knees. Patient was released after giving pain medication. He had effusions to both knees. There was no redness to the knees but had mildly tender palpation. He had tenderness when physician tried to flex him at the knees. No tenderness was noted to the hips, thighs, legs, ankles, feet. Physician suspected that he developed a reactive effusion from the synvisc injections. On (B)(6)2017, patient stayed in bed and could not walk. The patient experienced serious adverse events in both knees and eventually had knee replacement surgery in one knee. His doctor told him that the synvisc one that was used was from the recalled lot. The patient would verify his injection date and the lot number of his synvisc one from his medical records. The most recent procedure was routine and he went home after the procedure, but that afternoon he experienced serious swelling and discomfort. He was unable to bend his knees or walk. His pain level was a normal thing before the injections and it was 10 out of 10 after the injections. It was the worst pain imaginable. The patient stated that he had a whole-body reaction to the synvisc one injections. He did experience a fever. He went to the emergency room the day after receiving the injections and was given morphine and other strong pain pills. On the first following monday ((B)(6)2017), he went to orthopedic surgeon, and a total of 105ml of purulent yellow cloudy fluid was removed from both knees and white blood cell count was 28695 cell/ul in right knee and 24775 cells/ul in left knee (high for both knees; reference range: <200 cells/ul) (latency: 3 day). Patient had sharp and stabbing pain in knees and rated it 12 out of 10. Lab results noted no bacteria on gram stain in approximately 25000 white blood cells. No crystals were seen. Final cultures were pending. Review of systems showed fever, swelling of ankles or legs, non-productive and productive cough, shortness of breath or difficulty breathing, diarrhea, joint pain and stiffness, antalgic gait moderate to severe, tenderness was present in both knees: medial parapatella - moderate-severe; present lateral parapatella - moderate severe; present lateral joint line - moderate-severe; present medial joint line - moderate-severe and effusion in knee joint - moderate-severe and limited range of motion in both knees (latency: unknown). The patient was able to bear weight before the injections and then was unable to walk afterward until after the fluid was removed. His joints were still sore and they were grinding. Sometime after fluid removal, he had cortisone injections in both knees. They seemed to help. On visit of (B)(6)2017, patient received steroid shots and patient had constant dull agonizing pain rated as 7 out of 10. Since his last visit, he stated the aspiration helped and he had a decrease in swelling. He denies current fevers/chills. He is taking norco for pain as needed. On (B)(6)2017, patient reported that knees slightly improved and pain was around 4 out of 10 and was taking norco. Patient also reported lot of cracking and popping associated with pain and had aspiration of both knees and received dexamethasone sodium phosphate for pain. Patient had possible allergic reaction to synvisc one. On an unknown date in 2018, the fluid that was removed from his knees was analyzed, but the results of the analysis were unknown. Patient underwent joint arthrocentesis and the fluid was sent off to culture and the patient was diagnosed with infection in his knee joints and was prescribed keflex to alleviate the infection. The physician who did the injections, told the patient that his white blood cell count was off the charts and prescribed an unknown strong antibiotic. The patient was hospitalized for knee replacement surgery on his left knee on (B)(6)2018. His right knee was ok now. He was athletic and in excellent health, with no chronic diseases or prosthetic devices besides the knee replacement he received after the injections. He had no allergy to avian proteins, feathers or eggs and had not received immunosuppressants until he had cortisone injections after fluid was removed from his knees. The patient had pictures of the 3 to 4 times normal swelling he experienced and of the fluid that was removed to share, if desired. Reimbursement of medical expenses incurred as a result of his use of synvisc one was requested. It was also reported that the on the same day, patient experienced pain, severe stiffness, swelling less than 6 hours after the injection. It was also reported that injection given to patient was from lot number: 7rsl021 relevant laboratory test results included: culture of bilateral knee aspirate conducted on (B)(6)2017 and in 2018 that showed knee infection joint aspiration/ joint arthrocentesis nuclear magnetic resonance imaging abnormal conducted on (B)(6)2018. Left knee results showed tricompartmental oa with full thickness chondral loss, small joint effusion, negative for septic joint whereas right knee results showed rod severe tricompartmental oa, full thickness chondral loss, meniscatter, tricompartmental osteophites with reactive bone edema on both sides of joint space, small joint effusion and low-grade degenerative synovitis. No MRI eveidence of infection. Corrective treatment: cefalexin monohydrate (keflex), oxycodone hydrochloride, paracetamol (percocet) left knee replacement, morphine and other strong pain pills, cortisone injections, hydrocodone-acetaminophen, steroid shots, aspiration, dexamethasone sodium phosphate for inflammatory reaction; 105 ml of fluid was removed from both knees, cortisone injections for infection in his knee joints; left knee replacement for joint grinding/lot of cracking and popping associated with pain, strong antibiotic for white blood cell count was off the charts; not reported for rest all events outcome: recovering for inflammatory reaction; not recovered for infection in his knee joints, unknown for rest of the events. Seriousness criteria: intervention required for device malfunction, inflammatory reaction, medically significant and intervention required for infection in his knee joints. A product technical complaint (ptc) was initiated on (B)(6)2018 for synvisc one. Batch number: 7rsl021, exp. Date: may-2020; global ptc number: (B)(4). The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 10-may-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Additional information received on 14-jun-2018 from healthcare professional. Concomitant medications and corrective treatments were added. Event of device malfunction was added. Additional symptom of joint infection added. Ptc results were added. Clinical course updated and text amended accordingly. Additional information was received on 15-aug-2018 healthcare professional. Treatment drug added for arthralgia, verbatim updated for 52 cc of purulent fluid from left knee as well as right knee to 52 cc of purulent fluid from left knee as well as right knee/ infection in his knee joints. Lab test added. Clinical course updated and text amended accordingly. Additional information was received on 16-jan-2019 from lawyer and case was classified as legal case. Medical history and concomitant medications were added. Events of shortness of breath or difficulty breathing, productive cough, nonproductive cough, diarrhea, approximately 25000 white blood cells in gram stain of fluid, yellow cloudy fluid extracted from both knees were added with details. Verbatim of event unable to walk afterward was updated to unable to walk afterward/unable to walk/antalgic gait and start date and latency was updated for the same. Clinical course updated. Text amended accordingly.